Event description:
It was reported that during a ptca procedure, the physician experienced removal difficulties after the second inflation. The shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.